Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly melted. It was further reported that the catheter allegedly got stuck to the wire, and the wire had to be removed with the catheter. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly melted. It was further reported that the catheter allegedly got stuck to the wire, and the wire had to be removed with the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. The titanium tip was noted to be missing. Signs of melting were noted to the distal tip. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported melting as signs of melting were noted to the distal tip. However, the investigation is inconclusive for the reported guidewire incompatibility as no functional testing could be performed. The investigation is confirmed for the identified detachment as the titanium tip was noted to be missing. A definitive root cause for the reported melting, guidewire incompatibility and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.